Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys tsh assay (tsh), and elecsys ft3 iii (ft3) on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer (e170). The erroneous results were reported outside of the laboratory. Patient identifiers for information related to each affected assay: (B)(6). Please refer to the attachment for all patient data. The sample (dated (B)(6) 2018) was initially tested on the customer's e170 analyzer on (B)(6) 2018. The sample was provided for investigation, where it was tested on a cobas 6000 e 601 module (e601) on (B)(6) 2018. The sample was also tested on a centaur analyzer. Medication treatment for the patient was started. No adverse events were alleged to have occurred with the patient. The serial number of the customer's e170 analyzer was asked for, but not provided. The serial number of the e601 analyzer used for investigation was (B)(4). Ft3 reagent lot number 277945, with an expiration date of september 2018 was used on this analyzer. All ft3 values were above the normal reference ranges of the respective assays. All values generated by roche analyzers and centaur analyzers agree with each other with respect to the normal reference ranges of the assays. Calibration and control recovery on the e601 analyzer used for investigation was ok. For the observed result differences in ft3 values between the roche and centaur analyzers, assays from different vendors can generate different values. This is related to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used. Based upon analysis of the provided data, a general reagent issue can most likely be excluded.